Event description:
The customer reported that they had a speaker malfunction error message, and that the speaker was not producing sound. The device was in clinical use at the time the issue was discovered in a same day surgery area. There was no adverse event or patient harm reported.

Manufacturer narrative:
UDI number added.